Manufacturer narrative:
(B)(4). Boston scientific received additional information. During a routine follow-up, the right ventricular (rv) lead exhibited noise and low out-of-range pacing impedance measurements of less than 200 ohms. A lead issue was suspected; therefore, a revision procedure was performed and the patient's rv lead was surgically abandoned. This pacemaker was explanted and replaced. There were no allegations by the physician that the device was the cause of the high pacing impedance issue that was previously reported on the ra lead, or the low pacing impedance issue now observed on the rv lead. However, the explanted device will not be returned for laboratory analysis, so a device problem cannot be ruled out. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited pacing impedance measurements of greater than 2,500 ohms. Ra pacing and sensing failure was observed, and a lead fracture was suspected. The device was reprogrammed to ventricular-only pacing. No adverse patient effects were reported.

Manufacturer narrative:
The ra lead remains implanted but programmed off and the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.